Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA. However, it is similar to the heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The event occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and identified water damage in the compressors of the patient and cardioplegia bridges. The bridges and the malfunctioning stirrer motor were replaced and subsequent functional testing did not identify further issues. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device availability is unknown.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message and would not function following a disinfection cycle. There was no patient involvement.

Manufacturer narrative:
In the former report it was stated, that not only water damage on the patient and cardioplegia bridges, but also water damage in the compressor caused the issue. This stand corrected with the following assessment: a livanova field service representative was dispatched to the facility to investigate. He was able to confirm the reported issue and identified water damage on the patient and cardioplegia bridges. The bridges and the malfunctioning stirrer motor were replaced and subsequent functional testing did not identify further issues. The root cause evaluation showed, that a stirring mechanism not moving freely was causing the reported issue.

Event description:
See initial report.